Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the follow defects were found: defects of control body (including switches), deformation or breakage due to physical stress (handling problem), defects of distal end (including adhesive), stain on universal cord/video cables, insufficient cleaning (handling issue), defects of universal cord/ video cable, defects of the insertion tube-non bending section and breakage of the image sensor which caused the reported issue. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus, the endoeye flex deflectable videoscope exhibited dark image. Upon inspection and testing of the customer returned device, damage to the device image sensor was noticed causing image blackouts. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 08-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect of image sensor unit or failure of internal board of video connector or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.